Event description:
It has been reported to philips that there was no power to the system. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite, and confirmed that system does not turn on. During troubleshoot fse observed that there is no response when the power on button is pressed. Fse identified issue caused due to broken power tray had broken pdu-mim. Fse replaced pdu mains interface module and fantray and dcps. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.